Event description:
Boston scientific received information that this right ventricular (rv) lead post implant had dislodged and lost capture. As a result of the dislodgement, this lead oversensed the patient's atrial fibrillation and delivered anti-tachycardia pacing (atp) and one shock. The patient underwent a revision procedure a few days later and the lead is working appropriately now. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.